Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the manufacturer arjohuntleigh (B)(4). The product involved in the incident was identified as an enterprise bed, model number 5000be42a12ba, serial number (B)(4) which was manufactured on 05/19/2011. The device history record has been reviewed - no anomalies were recorded at the time of manufacture. The device was inspected at the user's facility by our representative, who advised that the electrical CPR function was not working correctly due to a fault with the control box. The functions of the bed operate as a result of pushing the related function button on the handset; it is anticipated that the operator would release the button and thereby stopping the function if a different movement was obtained to the one required as in this case. The enterprise bed is also equipped with manual CPR release handles situated at either side of the bed, below the calf section. So that if an emergency situation should arise and there has been a failure of the electrical system, the bed manual CPR lever will override all bed controls to lower the backrest mechanically. To further reduce the probability of occurrence of harm to the patient if the electrical system failed. Unfortunately the control box was disposed of, and we cannot clearly determine the root cause as to why the fault occurred. However it can be concluded that the unintended movement of the device was caused by the faulty control box, based on the information collected to date. So in summary the device failed to meet specifications, was being used at the time of the event and therefore played a role in the event, however no injuries were sustained. Also the issue was apparent to the clinical staff, who took the appropriate action in reporting the failure and quarantining the device before further use. We have also reviewed our post market surveillance trending analysis and we do not have adverse event trends for this failure mode. (B)(4).

Event description:
(B)(4).